Event description:
It was reported that an inflammation with wound suppuration was observed at the implant site. The suppurative process could not be controlled with medication and it was decided to explant the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.